Event description:
Case for laparoscopic hiatal hernia and gastric sleeve. 60mm echelon used, when stapling tissue only "2 staples came out and stopped". The device would not release and manual release button was used. It then released, was brought out of the body and was taken away from the sterile field.